Event description:
Patient reported the lancet does not retract into the softclix lancet device. No patient injury was reported and no treatment was received. Patient did not provide the location where the malfunction occurred. Technical support requested the return of the suspect product and replacement product was shipped.